Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. There was no report of patient harm or injury. During the evaluation at the third party service center, the customer's complaint was confirmed. The internal battery was replaced to address the issue.